Event description:
It was reported that at implant, the leads showed good values on the analyzer, but when hooked up the device had no ventricular sensing or pacing. The leads were re-measured on the analyzer with good numbers and the device was tried again, but there was still no output. The device was not used and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.